Event description:
It was reported that a 3.0 stent was placed in a 3.5 vessel. The stent was noted to be inadequately apposed, and no post dilatation was performed contrary to instructions for use. Four days post procedure the pt had chest pain. The pt was given reopro and the stent was post dilated with a 3.5 balloon catheter with an acceptable result.